Manufacturer narrative:
Additional information received for d6 explant. Section d1 brand name corrected. The investigation has been completed. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the root cause of the low or blocked pump flow was not determined due to lack of sufficient clinical details and unreturned product and logs for further investigation. Placement signal issue: the root cause of the placement signal issue was not determined due to lack of sufficient clinical details and unreturned product and logs for further investigation.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
Added: b5, d4 (serial) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: the 5.5 was inserted into the graft with a act of 196. A additional 2 of heparin was given. I instructed team to flush the graft well before the device was advanced. Insertion went well without difficulty. Around 30 min post insertion on p6 pt started getting suction alarms. 5.5 was lowered to p4 with intermittent suction with diastolic flows 0.0. The 5.5 was then turned to p8 with mean flows 4.0 - 4.2 and diastolic flows in the 3.0 - 3.4 range with suction resolving. The device on tte and tee was positioned at the 5.0 - 5.3cm range mid ventricular and not under or near any structures. Ao and lv waveforms are also uncoupled. The ICU team is trending labs for signs of hemolysis.

Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 and and another report will be submitted to represent the automated impella controller. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via right axillary artery in a 57 year old female for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. During the procedure, the 5.5 was inserted into the graft with activated clotting time of 196. An additional 2 units of heparin was administered, and the graft flushed well before advancing the device. Insertion was successful. Approximately 30 minutes post insertion, while on p-6, there were suction alarms. The device was lowered to p-4 with intermittent suction and diastolic flows of 0.0. The device was changed to p-8 with mean flows 4.0-4.2 and diastolic flows 3.0-3.4, as well suction resolving. Echocardiogram was performed to reposition the device at the 5.0-5.3cm range mid-ventricular and not under or near any structures. Impella aortic (ao) and left ventricle (lv) waveforms were uncoupled. It was also reported the patient had a small axillary artery of 6-7mm. On day 3 of support, while in the intensive care unit, there was an alarm for loss of placement signal with placement signal not reliable. The automated impella controller (aic) was exchanged, and the placement signal returned on the new console. The device functioned at p-8 with no suction events or alarms, and flows were resolved. The placement signal issue and pump flow issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the device repositioning and aic exchange, however the reposition and exchange were performed with no consequence to the patient and support.